Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2009; 429878 lead, implanted: (B)(6) 2014; 310c29 tissue valve implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible atrial undersensing. The atrial lead remains in use. No patient complications have been reported as a result of this event.